Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white, floating particulate matter in the solution. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 23, 2015 to february 26, 2015. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that there were white particles in the reservoir of the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.